Event description:
The customer reported via phone call that their insulin pump had a program anomaly alarm. Customer stated the alarm has persisted for the past two weeks. Customer's blood glucose was 220 mg/dl. It was also found the customer would have a blank screen and an unexpected restart alarm after replacing their battery. Customer stated the unexpected restart alarm was recurring with a battery change. The customer was advised their insulin pump needed to be replaced. Customer will be returning their insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.